Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lower anterior resection procedure, during surgery encountered the misfiring of device. After firing the stapler. The staple formation was not proper and which led to transaction but not proper anastomosis. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.